Manufacturer narrative:
Device analysis report attached. This report is submitted on march 17, 2022.

Manufacturer narrative:
This report is submitted on november 3, 2021.

Event description:
Per the clinic, the device was explanted (date not reported) due to a partial extrusion of the device. Additional information has been requested but has not been made available as of the date of this report.